Event description:
The pt had a mr procedure performed on her. She was scanned with the synergy body coil with the feet first into the magnet. The coil was being use to scan the right thigh. The coil cables went under the left calf to reach the scanner. The procedure was completed without noticeable incident. Later the pt called back-in because a second degree burn with a 2.5 cm blister appeared on the left calf where the coil cable had touched the pt.